Event description:
While treating a cut on their arm, caller realized how easily the brush and solution could be contamined by use of device by several different people. They feel that blood - blood transmission of diseases could exist.